Event description:
Healthcare professional reported "intracapsular damage of the left implant diagnosed by ultrasound and MRI". Device has been explanted.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening in posterior side assessed, as an unidentified (tear) (shell thickness within specification). Additional observations: observed, creases on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "intracapsular damage of the left implant. Diagnosed by ultrasound and MRI". Device has been explanted.